Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication. The stall was due to the shaft-bearing and gear wheel 3.

Event description:
It was reported that the patient heard an alarm the day prior to the report date at 8:01 for every ten minutes. The patient went to their health care provider (hcp) and the hcp found it was a motor stall. The hcp tried to reset it, but couldn¿t, so he shut off the alarm. It was noted there was eight months before the battery ran out. It was reported the patient¿s pain got ¿worse¿ a few hours after the pump stopped but it was noted he wore fentanyl patches and the hcp thought it would be ok to stop the pump. It was noted the patient had not wanted the pump to stop that abruptly. It was noted the patient ¿just needed¿ to decide if he wanted another pump put in. The device system was used to deliver fentanyl and bupivacaine. It was later reported that telemetry confirmed a critical alarm was occurring due to a motor stall. The stall was constant. The hcp had silenced the alarm and sent the patient home as previously reported. Then on (B)(6) 2013 the pump was alarming again and the patient came back to the clinic on (B)(6) 2013. The event logs as of the report date showed a tube set message. The pump was going to be replaced and it was noted the elective replacement indicator had read eight months. The reporter denied any electromagnetic interference and it was noted additional troubleshooting assistance as needed. Later the same day, the pump off password was obtained to eliminate any potential alarms from occurring in the future until the pump was replaced. It was then reported patient symptoms included withdrawal and increased pain. The stall did not recover and the cause remained unknown. No troubleshooting was done. The patient was not receiving effective therapy but it was noted ¿but no ill effect¿. The device was to be returned for analysis. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# n083998, implanted: (B)(6) 2007, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information was received indicating the pump was explanted on (B)(6) 2014. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.